Event description:
The customer initially reported that the device would not boot up completely; however after charging the battery, the device powered on, had its service indicator illuminated, and had logged several event codes related to the failed user test upon boot up. Upon further evaluation by physio-control, it was observed that the system controller pcb assembly was causing an actual device lock-up and reset issue. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio determined that the cause of the reported failure was due to a shorted integrated circuit chip, designator u61 from the system controller pcb assembly.